Manufacturer narrative:
The investigation is ongoing. Valve remains implanted.

Event description:
During a tavr procedure using a 26mm sapien 3 ultra transcatheter heart valve via transfemoral approach, following valve deployment, the valve was checked through echocardiography, and no paravalvular leak (pvl) was noticed around the valve however a significant interior eccentric jet was visible. Following the removal of the wire, the jet was still clearly visible prompting suspicions of a stunned leaflet. An amplatz wire was inserted, and the same commander delivery system was used to post-dilate the valve in hopes of releasing the presumably stunned leaflet. The maneuvers were unsuccessful. Therefore, a new valve was implanted inside the previously implanted valve. Post implantation of the second valve, the echo revealed no leaks, and a well-functioning valve was implanted at the desired location. The patient was stable post-procedure. As per medical opinion, the root cause could not clearly be determined but the operators believed it might be related to the patient's native valve anatomy. Spicules and chunky calcium were visualized on the leaflets on CT and could have been the cause of a damaged leaflet during deployment.

Manufacturer narrative:
Correction to h6; device code, type of investigation, investigation findings, investigation conclusion. A correction was made to h1 as serious injury as the previous submission listed it incorrectly as a malfunction. The 26mm sapien 3 ultra valve was not returned for evaluation as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. A review of the intraprocedural transthoracic echocardiogram (tte) showed moderate-to-severe central insufficiency. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve exhibits central regurgitation was confirmed based on the provided imagery. However, the complaint for leaflet motion restricted-in patient was unable to be confirmed. A review of DHR did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. An existing technical summary has documented that the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at the time of implant include valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural-related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and flowco testing for each valve). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling and deployment. As reported, "following valve deployment, the valve was checked through echocardiography, no pvl was noticed around the valve however a significant eccentric central insufficiency was visible. Following removal of the wire, the jet was still clearly visible prompting suspicions of a stunned leaflet", and "as per medical opinion, the root cause could not clearly be determined but they believed it might be related to the patient's native valve anatomy. Spicules and chunky calcium were visualized on the leaflets on CT and could have been the cause of a damaged leaflet during deployment". In this case, the leaflets were likely impinged by the significant calcium at the landing zone during the deployment, leading to leaflet motion restriction, resulting in central regurgitation. Available information suggests that patient factors (calcification) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.